Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the stenting procedure in the mid left anterior descending coronary artery with the xience stent, a side branch closure occurred. There was no treatment. In the opinion of the physician, the side branch closure was related to the procedure, but was not related to the study stent. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of occlusion is listed in the xience v, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1710 labeled. Internal file number - (B)(4). Correction - outcomes attributed to adverse event. Additional information - catalog and lot#s. Correction - manufacturer site. Correction - PMA/510(k)#. Result code 114 and conclusion code 4310 added. Patient coding 1710 added. The reported patient effects of angina and occlusion are listed in the xience sierra instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the side branch closure occurred during deployment of the 4.0x33 xience sierra stent. The patient had transient chest pain that resolved a few minutes later. Tirofiban perfusion was administered to improve the blood flow through the side branch closure. There was no kissing balloon technique with the left anterior descending and the side branch due to the small diameter of the side branch. No additional information was provided.